Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) coating damage, the angle wire stretched, the air/water nozzle missing, the lg supply tube leak, the lcb distal cover glass dirty, the junction case loosened, the lg prong top loosened, the r/l lock knob improper adjustment, the light guide cable lump/wave, and the u/d pulley wire rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.